Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 3 of 6. The home patient (hp) stated that he was still connected to the machine. The technical service representative (tsr) had the hp cycle power on the hc, disconnect and remove the cassette. The tsr explained the alarm and advised the hp to contact the nurse. The hp stated that he would do a manual exchange in the meantime. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, the hp stated that he has a follow up appointment with the nurse. The hp confirmed that the clamp was left open on an unused line. The hp stated that they knew the proper procedures, but this time it was a use error by mistake. There was no injury or medical intervention reported at this time. Therapy is going well for the hp.